Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump did not get an alarm and motor stopped when it hits the back of the reservoir. The customer's blood glucose level was 191 mg/dl. The customer will return insulin pump for analysis.

Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No prime or fill anomaly and no motor anomaly noted during test. Motor passed motor test.